Manufacturer narrative:
Device analysis summary: visual analysis of the devices indicates the plunger rod is disconnected on both syringes.

Event description:
Healthcare professional reported the event of 2 syringes of juvederm® voluma xc had ¿the plunger came out when nurse was drawing back for blood.¿ and ¿the purple part of the plunger came off the suction piece.¿ patient contact was made. No injury to patient, staff, or injector was reported. The allergan packaged needles were used and this was the confirmed initial use of the syringes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of 2 syringes of juvederm® voluma xc had ¿the plunger came out when nurse was drawing back for blood.¿ and ¿the purple part of the plunger came off the suction piece.¿ patient contact was made. No injury to patient, staff, or injector was reported. The allergan packaged needles were used and this was the confirmed initial use of the syringes.